Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: I think she mentioned one more extension set that had the same issue response received (B)(6) 2023 - are you able to provide the batch number for the ¿¿one more extension set¿?1ea 23039021, and 2ea 23039109 - are you able to provide the material number ¿¿one more extension set¿?? 3 sets in total - how many occurrences of the defective product(s)? 3 separate incidents - are you able to provide the date of the event in the format of dd-mm-yyyy? No - was there any patient involvement? Not that I'm aware of - any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None - any sample or photo available for investigation? I have all 3 sets available for investigation. Response received (B)(6) 2023 all 3 are for mp5301-c and all three were separate dates.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jul-2023. H6: investigation summary three samples model mp5301-c lot 23039109 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. One of the three sets were unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer for one sample. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5301-c lot number 23039109 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: I think she mentioned one more extension set that had the same issue. Response received 13 july 2023. - are you able to provide the batch number for the ¿¿one more extension set¿?1ea 23039021, and 2ea 23039109. - are you able to provide the material number ¿¿one more extension set¿?? 3 sets in total - how many occurrences of the defective product(s)? 3 separate incidents. - are you able to provide the date of the event in the format of dd-mm-yyyy? No. - was there any patient involvement? Not that I'm aware of. - any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. - any sample or photo available for investigation? I have all 3 sets available for investigation. Response received 14 july 2023. All 3 are for (B)(4) and all three were separate dates.